Manufacturer narrative:
No unexpected battery out of limit or weak battery alarms noted. No button error alarm noted. Pump has intermittent button response due to corroded damage on keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a button error alarm. The customer also reported receiving a weak battery alarm. The customer's blood glucose was 210 mg/dl. It was also reported the customer received a battery out limit alarm after clearing the button error alarm. Customer was advised to replace their insulin pump. No additional information provided.